Event description:
A surgeon reports an unexpected postoperative refraction following intraocular lens implantation. The association between this event and the iol is not known. Additional information has been requested.